Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x15mm nc emerge® balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 8 seconds, the balloon ruptured. The device was removed completely as a whole system.. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x15mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 20 atmospheres for 8 seconds, the balloon ruptured. The device was removed completely as a whole system.. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.